Event description:
Additional information was received that another alert for out of range pacing impedance measurements for the ICD and rv lead was noted in the remote home monitoring system. Boston scientific technical services (ts) was consulted and discussed the rv lead impedance was high and out of range and has experienced abrupt changes in impedance measurements for some time. The clinic noted they were aware of the abrupt impedance measurement changes and believes it may be attributed to a slight variance in the lead contact with the ring in the header of the ICD. Ts further observed a stored episode of oversensing noise from almost a year and a half earlier. The noise appeared to be due to sensing of the minute ventilation feature. Ts discussed that the clinic could consider programming the respiration related trend features off in the ICD at the next in-office interrogation. At this time the clinic has opted to continue to monitor the patient and no adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that there continued to be oversensing of noise on the right ventricular (rv) channel. The noise was able to be reproduced and did lead to pacing inhibition, but no asystole. Subsequently a revision procedure was performed where the rv lead was surgically abandoned due to a fracture. The implantable cardioverter defibrillator (ICD) was also explanted due to reported normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pace impedances of greater than 2500 ohms. There was also noise and oversensing noted. These clinical observations were not able to be reproduced. The system will continue to be monitored. There were no adverse patient effects reported.